Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented to clinic for device check, loss of capture and decreased p-waves were observed. A chest x-ray was performed and revealed lead dislodgement. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.